Event description:
Ncp system was explanted due to suspected malfunction. Further follow-up revealed that the generator was last tested approximately 10 months prior to explant at which time physician was unable to communicate with the device. The same programming system was reportedly used on another patient and worked fine. Previous device diagnostic testing approximately 11 months before last testing was within normal limits. Investigation to date has been unable to determine whether the device had malfunctioned or was at end of service.